Manufacturer narrative:
A pd evaluation was conducted. The relevant drawings were reviewed and determined to provide for suitability of design, application, dimensional and material conformity when used as recommended. The received broken plate and the supplied/applicable screws do not include reference or verification of use for the recommended lag screw necessary for interfragmentary compression. This is particularly important in intra-articular fractures which require a precise reduction of the joint surfaces. Per the relevant technique guides: should a lag screw not be used with such a long bone fracture, movement and weight bearing are more likely to result in the introduction of shear forces leading to plate and screw breakage. Absence of the recommended lag screw use has most likely led to this complaint. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is for 2 unknown locking screws.

Event description:
It was reported that a tibial, plate that snapped at the head junction. The event occurred approximately two weeks prior postoperatively; one screw head came off and a couple of screws are reportedly broken as well. The patient was scheduled for surgical revision/explant due to a post-operative event, and devices were removed on (B)(6) 2014. It was also reported that the explant was successfully completed, that there were no surgical delays and that all fragments were removed from the patient. Patient notes do not indicate any infection or delayed healing. This report is for 13 unknown screws. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
The product development evaluation was modified. Corrected product development evaluation verbiage: the relevant drawings were reviewed and determined to provide for suitability of design, application, dimensional and material conformity when used as recommended. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A manufacturing investigation was conducted. The report indicates that the 8 intact screws are part numbers 212.107, 212.108 (x2), 212.109, 212.110, 212.117, 212.119 and 204.032. Two of the broken shafts are from the 212_101 screw family and the other broken shaft is from the 204_010 screw family. One of the broken heads if from the 212_101 screw family and the other is from the 204_010 screw family. The head stuck in the plate is from the 212_101 screw family. The material type could not be checked on the head piece from the 212_101 family or the screw head stuck in the plate. However, the material type was confirmed to be 316l on the remaining 12 pcs. The head profile was checked on all the screws including the broken heads and no issues were found. The thread profile could not be checked on all the screws due to damage. The available data supports the complainant description of the complaint condition therefore this complaint is confirmed. This report is for 3 unknown locking screws. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a tibial, plate that snapped at the head junction. The event occurred approximately two weeks prior postoperatively; one screw head came off and a couple of screws are reportedly broken as well. The patient was scheduled for surgical revision/explant due to a post-operative event, and devices were removed on (B)(6) 2014. It was also reported that the explant was successfully completed, that there were no surgical delays and that all fragments were removed from the patient. Patient notes do not indicate any infection or delayed healing. This report is for 3 unknown locking screws. This report is 2 of 3 for (B)(4).

Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is for 11 unknown screws.

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for 13 unknown screws/unknown lot. Tibia plate originally implanted at the end of (B)(6). Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.